Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the implant tool perforated the cardiac tissue resulting in a pericardial effusion while implanting the left ventricular (lv) lead. A pericardiocentesis was performed to resolve the event and the lv lead was not implanted. The patient was stable following the procedure.